Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the pump's usb port was damaged. Resulting, in difficulties charging the pump. Leading to the pump shutting off. Subsequently, the customer's blood glucose level was displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.